Event description:
During a laparoscopic cholecystectomy procedure, the clips did not close correctly. Another like device was used to complete the procedure. There were no adverse consequences to the pt.